Event description:
During an operative procedure a cannulated stepped drill bit (reference# 03.037.022) tip broke off into patient's femur. Surgeon attempted to remove the broken off pieces multiple ways, 4 fragments were able to be recovered, however 3 fragments were not able to be removed from the femur. While removing fragments, another identical drill bit was broken and a pair of needle drivers, however no patient harm occurred from those items breaking. Reference reports: mw5153714, mw5153715.